Event description:
The product was used during an unspecified procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
4/8/1998-supplemental report #2 submitted to FDA.